Event description:
It was reported that during a dental procedure, the drill heated up. Backup equipment was used to complete the procedure, causing a 1 minute delay. There was no pt or user injury reported, and no other adverse consequences alleged with this event.